Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the pump received compromised force sensor system alarm during seating the force sensor did not detect the reservoir. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the pump received compromised force sensor system alarm. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.